Event description:
It was reported that two alerts were received for this right ventricular (rv) lead indicating that the rv intrinsic amplitude was out of range and the right ventricular automatic threshold (rvat) was higher than the programmed amplitude or was suspended. Technical services (ts) reviewed the reports and confirmed there were low amplitudes. It was stated that the rvat had failed several times consecutively due to the low amplitudes. Additionally, the lead's impedance dropped dramatically. It was also noted that there were multiple rythmiq stored events as the device was having issues with finding atrial ventricle (av) conduction. However, the health care professional (hcp) noted that the patient has a functioning av node. Lastly, ts noted that there was clear loss of capture (loc). Ts recommended a chest x-ray. The lead was explanted and replaced. No additional adverse patient effects were reported.